Manufacturer narrative:
The insulin pump was received with completely cracked and bleeding lcd glass. It was unable to verify the unresponsive button, motor error alarm or perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to the damaged lcd. The device also had a scratched display window and cracked display window corner. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. She stated that after the alarm, she left the insulin pump on the counter and when she came back, the screen was cracked. The customer also reported that the buttons were not responding. The customer was unable to check if the time on the screen was advancing due to it blinking. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.